Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the following. The pump was emitting alarms (type of alarm unspecified). The issue resolved with a new battery. Pump history did not show a low battery alarm being emitted. There is no adverse event reported. This complaint is being reported because it is unknown if the unspecified alarm affected insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: last basal delivery was on (B)(6) 2015, reported date from (B)(6) 2013 is overwritten due continued use, no unusual alarms observed in the alarm history.-no power interruption or any alarm occurred during the investigation, replace battery alarm and low battery warning were simulated, pump gave the correct battery alarm/warning at the correct threshold and order. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).